Manufacturer narrative:
Device evaluation: the device related to the reported events of anxiety-product/procedure and rupture was received on august 07, 2025, with lot number 2554166. Based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: observed a broken assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture and "exchange from textured to smooth due to the patient¿s concern with the product". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and "exchange from textured to smooth due to the patient¿s concern with the product". This record is for the left side. Device was explanted and replaced.